Manufacturer narrative:
E1: facility name (B)(6). The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection showed the device was in good condition. As a result of checking the log, it confirmed that there was a record of the high-pressure alarm occurring continuously during pump operation. Occlusion and functional tests were performed, and occlusion was within standard. Functional testing was not able to duplicate the reported issue. The investigation determined a possible cause was a defective downstream occlusion (dso) sensor or cassette product. The dso sensor was preventatively replaced to fix the issue.

Event description:
It was reported that the blockage alarms occur frequently. There was patient involvement, and no patient harm/adverse event reported.